Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the secondary monitor screen was going completely black and not receiving any images. This was noticed by a medtronic representative (rep) that was onsite checking out a separate issue. The rep was able to reseat the cable and establish power, but the monitor would continue to go black. The rep reseated both ends of the monitor cable and that only fixed the issue for a few minutes before it went black. There was no patient present.

Manufacturer narrative:
Device evaluation: the monitor cable was returned to medtronic for evaluation. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found. Device evaluation: the monitor was also returned to medtronic for evaluation. Through visual/physical examination and functional testing, the reported problem could not be duplicated. The monitor was connected to a test system to test for any failures. The monitor remained working during testing. There was no fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the surgeon monitor had failed. The surgeon monitor was replaced. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.